Manufacturer narrative:
Na.

Event description:
The customer complained of discrepant results for 2 patients tested for elecsys troponin t gen 5 stat (troponin t stat) on a cobas e 411 immunoassay analyzer between (B)(6) 2018 and (B)(6) 2018. Patient 1 is an emergency room patient and had a baseline troponin t stat result on a cobas 6000 e 601 module of < 6 ng/l. The repeat result from the e411 analyzer was 7.9 ng/l. A 2-hour sample was obtained from patient 1 and the troponin t stat result from the e411 analyzer was 23 ng/l. This result was reported outside of the laboratory. The sample was repeated on the e411 analyzer and the result was 9.83 ng/l. The repeat result on the e601 module was 6 ng/l. The repeat result from the e601 module was provided as a corrected result. On (B)(6) 2018 a 6-hour sample was obtained from patient 1 and the troponin t stat result from the e411 analyzer was 8.54 ng/l. The repeat result from the e601 module was 7 ng/l. Patient 2 (male, date of birth (B)(6)) is an inpatient and had a baseline troponin t stat result from the e411 analyzer of 39 ng/l. This result was reported outside of the laboratory. The repeat result from the e601 module was 41 ng/l. A 2-hour sample was obtained from patient 2 and the troponin t stat result from the e411 analyzer was 22 ng/l. The repeat result from the e601 module was 42 ng/l. The result of 42 ng/l was reported outside of the laboratory. The e601 results were believed to be correct for both patients. No adverse event occurred. The troponin t stat reagent lot number was 24520400 with an expiration date of 30-sep-2018. The customer had calibrated all the assays for the e411 analyzer on (B)(6) 2018 and there were no qc issues after calibration. Liquid flow cleaning had been performed prior to calibration. The calibration signals provided by the customer were slightly lower than expected. Qc data provided by the customer from (B)(6) 2018 showed level 1 qc results were outside of the acceptable range on the e411 analyzer. The customer is using sample tubes without rack adapters. The field service engineer (fse) visited the customer site and found that the measuring cell needed to be replaced. The fse changed the measuring cell. Calibration, qc and patient comparison results all met the requirements after the measuring cell was changed. The investigation determined that the measuring cell issue found by the fse was the root cause of the event.

Manufacturer narrative:
The customer has not had any further issues since the service visit.